Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; , product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient was having increased chronic pain. The issue was identified when the patient underwent a "pumpogram". The catheter issue was noted as failure to aspirate, however the location of the issue was unknown. The surgical intervention was performed on (B)(6) 2014 and no catheter segments were left in the patient. The patient was managed by an outside pain clinic for his pump management. He was only referred to the reporting health care provider (hcp) for the replacement of the catheter. The patient recovered without permanent impairment.

Event description:
It was reported the patient had no pain relief for the past year and the pump was not doing what they thought. The patient works in baseball and was doing heavier workload and the pain became more severe. The patient was going in for surgery in ten days to have the catheter revised. They are to do an incision and an overnight stay for a catheter revision. The patient was having surgery because he has bone graft infusion material in their body and the surgeon said it was in the way and the patient was not getting proper delivery of medication. The plan was to reduce the fusion the patient had years ago and do a revision of the catheter. The patient was on oral medications but always has been on pain medications. The pump was delivering bupivacaine and morphine. The outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had his follow up with the healthcare professional (hcp) from the (B)(6) 2014 catheter revision. The patient had a split catheter.